Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a customer obtained the error message, ¿60 minutes," in a loop when scanning the adc freestyle libre sensor using librelink. On (B)(6) 2021, the customer experienced sweating, not being able to move, a sense of paralysis, difficulty speaking, and blurred vision. The customer was provided sugar, juice, and a mars for treatment by a non-hcp. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported a customer obtained the error message, ¿60 minutes," in a loop when scanning the adc freestyle libre sensor using librelink. On (B)(6) 2021, the customer experienced sweating, not being able to move, a sense of paralysis, difficulty speaking, and blurred vision. The customer was provided sugar, juice, and a mars for treatment by a non-hcp. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Upon visual inspection, the sensor plug was not properly seated. No physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was found in state 1 (storage state). An insertion failure were observed. This issue is not confirmed to use as the sensor plug was not properly seated. No malfunction or product deficiency has been identified.